Event description:
The customer stated that she had rec'd some blood glucose readings of 6.3, 6.7, and 6.5. It was verified the meter was set in mmol/l. The customer did not adjust diet or medication or allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned.